Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, the pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery and occlusion tests due to the prime anomaly. The motor was tested outside the device and it passed. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked reservoir tube lip, cracked battery tube threads, and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was unknown. Customer stated that the insulin pump showed less insulin as if she was not getting her insulin and had high blood glucose. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.